Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the receiver displayed hwbat on (B)(6) 2016. The patient did not report injury or medical intervention. No additional patient or event information is available. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A hardware error code and screen error alarm were observed during a review of the downloaded data log. The reported event of a hardware failure was confirmed. The root cause was determined to be a bad receiver battery.